Event description:
During a diagnostic procedure the shaft of this device split. Reportedly, as the physician attempted to power inject a hole "popped" into the shaft of the catheter. The device was removed and replaced. The pt is reported as fine.